Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer rewound the insulin pump and realized that it was giving small increments of insulin and then received a motor error alarm during bolus. Customer stated that they do not use the sensor feature and they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 159 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.